Event description:
It was reported that the procedure was to treat a occluded lesion in the distal femoral vein with heavy calcification. The winn guide wire was advanced in an attempt to cross the distal occlusion, but resistance was met with the lesion. The guide wire was pulled and resistance was noted with the lesion during removal. While pulling the guide wire, the distal tip became stretched and lengthened. No portion of the guide wire appeared separated. A new guide wire was used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched tip was confirmed. Additionally the core was separated 1.6 cm proximal to the tip solder. The coils were not separated. The failure to advance could and difficulty removing could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.